Event description:
It was reported a patient underwent posterior lumbar interbody fusion surgery on an unknown date. Postoperatively, the cage migrated posteriorly into the canal. A revision surgery was performed on (B)(6) 2023.

Manufacturer narrative:
The implant was used for treatment, not diagnosis. It did not return to alphatec for evaluation. Radiograph images were not provided. Neither the identifying part nor lot number were made available; therefore, a review of the device history record could not be conducted. The patient's medical history is unknown. Due diligence has been performed in an effort to obtain additional information. All information known has been provided at the time of this report. Based on the information available, a definitive cause could not be determined. Labeling review: warnings/cautions: potential risks identified with the use of these fusion devices, which may require additional surgery, include device component failure, loss of fixation, pseudoarthrosis (i.e., non-union), fracture of the vertebra, neurological injury, and/or vascular or visceral injury. Possible adverse events: initial or delayed loosening, bending, dislocation, and/or breakage of device components. Postoperative management: postoperative management by the surgeon is essential. This includes instructing, warning, and monitoring the compliance of the patient. Patient should be informed regarding the purpose and limitations of the implanted devices. The surgeon should instruct the patient regarding the amount and time frame after surgery of any weight bearing activity. The increased risk of bending, dislocation, and/or breakage of the implanted devices, as well as an undesired surgical result, are consequences of any type of early or excessive weight bearing, vibratory motion, falls, jolts or other movements preventing proper healing and/or fusion development.